Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.